Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the device shows no damages, deformations or irregularities. The diameter of the retractable shaft complies with the specification. After flushing, a 0.018 inch reference guide wire could be fully introduced with no unusual friction. The guidewire and the introducer sheath used in the intervention were not returned. The provided image was reviewed. A device is visible in the renal artery, but the resolution of the image does not allow to tell if it is the complaint device. The provided material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection, and the outer shaft diameter is measured to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the pulsar-18 t3 is indicated for use in patients with atherosclerotic disease of the superficial femoral, proximal popliteal and infrapopliteal arteries.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in a mildly tortuous part of the mid renal artery. After pre-dilatation of the lesion in the renal artery the vessel was still not good. Therefore, the pulsar-18 t3 was used but huge resistance during delivery was experienced, the device could not cross the curve and the shaft was kinked during the procedure.